Event description:
It was reported that the patient presented to the emergency room for a patient notifier. Upon review, it was discovered that the right ventricular lead exhibited high impedance. Further information was requested however, was not provided.